Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During the thrombolysis performed for right m2, passes were done with subject retriever. There were no vessel perforation or vessel dissection, but physician noted difficulty removing subject retriever occurred during procedure. Final tici (thrombolysis in cerebral infarction) score was 2b and no hemorrhage observed in follow-up CT and MRI after procedure. No further information provided.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
During the thrombolysis performed for right m2, passes were done with subject retriever. There were no vessel perforation or vessel dissection, but physician noted difficulty removing subject retriever occurred during procedure. Final tici (thrombolysis in cerebral infarction) score was 2b and no hemorrhage observed in follow-up CT and MRI after procedure. No further information provided.